Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated and the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Additionally, visual summary analysis of the lead indicated there was apparent explant damage. (B)(4).

Event description:
It was reported that during a prophylactic right ventricular (rv) lead change-out procedure, the physician attempted to retract the helix without a stylet. After multiple turns and no retraction, the physician tried to insert a stylet but could not advance the stylet through the terminal pin of the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.